Event description:
It was reported that a patient underwent a sling procedure in (B)(6) 2006. The patient returned to the physician for her six week check up and it was noted that the mesh had eroded into the vaginal wall. The patient had pain issues. The physician removed part of the sling and another sling was implanted.

Manufacturer narrative:
(B)(4) - mesh exposure; conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.